Manufacturer narrative:
(B)(4). The customer reported they had processed quality control samples to validate mts technique and the results were as expected on the days of the reported events. The confirmation was not provided. The card storage conditions were provided and were following ortho's recommendations. A results report from the customers ortho vision ID mts analyzer was provided and confirmed one of the discrepant positive reactions as reported by the customer. Confirmation for the repeat testing was not provided, no further detail is available. A digital stored image for two positive ab(abo3) reactions was provided and confirmed two of the discrepant positive reactions obtained on the customers analyser as reported by the customer. Images of the manual testing was not provided. No further detail is available. Retain testing, batch record review, and complaint review by lot and master lot was completed as requested: dra #(B)(4) (retain testing): mts anti-a,b (murine monoclonal blend) card lot# 012522038-01 performed as intended. Mts anti-a,b card lot# 012522038-01 gave expected results using the ortho vision analyzer with albaq-chek lot# v250434, mts diluent 2 plus lot# mdp210 and donor ID (B)(6). All results were as expected. No discrepant results observed in the mts anti-a,b microtube with controls (a,ab,b,o) and donor (o). No customer return cards were received by mts. A total of 52 retention mts anti-a,b lot# 012522038-01 were visually inspected, no defects were identified. Dra #(B)(4) (batch record review); the device history record for this lot was reviewed and no discrepancies were discovered. All in-process and final release serological testing results were within specifications, including customer use provue and ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results; no gel card defects were identified during qc inspection. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. Formulation stage batch record (lot 012522038) associated with this ID-mts gel card lot was reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product nonconformances related to this customer complaint. Date of fill: 07 feb 2022, expiry date: 07 nov 2022, date released: 28 feb 2022. Dra #(B)(4) (complaint review by lot and master lot): the review of the worldwide complaint databases was performed for mts anti-a, b (murine monoclonal blend) card sub lot 012522038-01 through to (B)(6) 2022. A total of two complaints were reported against this sub lot for falsepos through to (B)(6) 2022 both relating to the same incident and same donor unit. No trend for falsepos by sub lot was identified. For thoroughness, a complaint review was performed for all complaints against master bulk lot 012522038 through to (B)(6) 2022. No additional complaint was reported against this master bulk lot for falsepos through to (B)(6) 2022. No trend for falsepos by master bulk lot was identified. An assignable cause of the discordant positive reactions obtained with mts a,b (murine monoclonal blend) card could not be determined. The product IFU states: -anti-a,b reagent agglutinates red blood cells possessing a and/or b blood group antigens. Group o red blood cells will not react with the reagent. In addition, anti-a,b is particularly useful in detecting some weak subgroups of a and b which may not agglutinate with anti-a or anti-b reagents. -the results of red blood cell grouping should be confirmed by reverse (serum) grouping, i.e., testing the individual¿s serum with known a1 and b red blood cells. -the use of the mts¿ anti-a,b (murine monoclonal blend) card may better detect these weak antigens. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. No biased result was reported to a physician. No donor / patient was harmed.

Event description:
Report 1 of 2 a customer reported discrepant positive reactions in abo typing for a donor using mts anti-a, b (murine monoclonal blend) card sub lot 012522038-01 with their ortho vision ID mts analyzer and in manual technique. Date of events: (B)(6) 2022. Complainant/complaint reporter name: (B)(6)- laboratory technologist. Reagents: mts anti-a, b (murine monoclonal blend) card sub lot 012522038-01 (expiry 07 november 2022, manufactured 07 february 2022) donor information: sample ID is (B)(6). Donor is blood group o. The customer reported that, on (B)(6) 2022, they had tested a donor unit for abo forward typing using mts anti-a, b (murine monoclonal blend) card sub lot 012522038-01 in conjunction with their ortho vision ID mts analyzer, and that they had obtained a positive 1+ reaction with the mts anti-ab(abo3) gel. The customer stated that they were expecting a negative reaction due to this donor historically being known as blood group o. The customer reported that, on the same day, they retested the same donor unit for abo forward typing using the same lot of mts anti-a, b (murine monoclonal blend) card and the same analyser, and in manual method, and that they had obtained positive 1+ reactions with the mts anti-ab(abo3) gel on both occasions. The customer reported that, on the same day, they performed tube typing for abo confirmation for the same donor unit (reagents and lots not provided), and that anti-a, anti-b, anti-a,b were all negative in tube method, therefore confirmed the issue was isolated to the mts gel card. The customer reported that they also performed direct agglutination testing (dat) for the same donor sample, and that they obtained negative dat reactions in both igg gel card (lot not provided) and in tube testing (reagent/lot not provided). Customer stated that they used new diluent bottles and unopened vials, but that the issue still persisted. The customer continued testing with an alternative lot of mts anti-a, b (murine monoclonal blend) card (sub lot 032122038-01) which is captured and currently being investigated under (B)(4)). The customer reported that no biased result had been reported to the physician. The customer reported that no patient/donor had been harmed as a result of the reported events.